Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the battery compartment was damaged. The reporter indicated that there was no moisture ingress related to the issue and there were no power issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the pump battery compartment was found to be cracked along the side of the compartment from the threads to the case seal. The returned battery cap was able to secure appropriately to the pump for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.